Event description:
Company representative reported via email that the customer was contacted via phone call to upgrade the insulin pump and the customer reported that the insulin pump he was using was destroyed in hurricane (B)(4) and he has been currently using this insulin pump as a back up plan but has been receiving motor error alarms, unexplained no delivery alarms and frequent battery changes. Customer declined to be transferred for assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-54548.